Event description:
The customer stated that the device displayed a defib error during routine check. The device was not on a patient at the time.

Manufacturer narrative:
Manufacturer's evaluation summary: service tests confirmed the complaint. Examination by factory service found that the fire (shock) control board had fractured solder joints and physical damage to the input panel, indicating possible rough handling. Factory service repaired the broken joints and installed rubber pads to reduce the stress on circuit board components during extreme shock. After repairing, the board the device passed functional testing and was shipped back to the customer.